Event description:
Pt placed on dialyzer as ordered. Had been on another unit without problems. Three mins into treatment, pt c/o flushed face, tingling sensation, itching arms and neck and tightness in chest. Treatment discontinued. Blood not returned to pt. Given benadryl 50mg ivp and solu-medrol 125 mg ivp. Pt restarted on another unit without problems.